Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the physician pulled back to get tension against the arterial wall after deploying the foot which resulted in blood marking ceasing. At this point the patient jumped/moved their leg. The physician continued and deployed the needles; a cuff miss occurred. The vessel was re-wired, the device was removed and a 7fr sheath was placed in the arteriotomy. Hemostasis was ultimately achieved using manual arterial compression. An angiogram was taken a little nick was found in the vessel. The physician states he does not feel vessel closure device was at fault, because he does not know if the nick in the vessel occurred prior to the vessel closure or during vessel closure. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant additional information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique, or patient anatomical conditions. The needle trajectory of every device is verified during manufacturing and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, a change in angle or torque of the device during use could lead to a cuff miss. There was no indication of a user technique influence. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as scarring, calcification and/or tissue mass, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. The vessel was reportedly without calcification or tortuosity. It was reported that the patient moved/jumped their leg during vessel location. This may have translated to an angular change in needle trajectory, but this could not be determined. There is no reported information of a user technique influence on the reported experience of the vessel nick. Anatomical conditions such as vessel size, thickness, and/or brittleness could translate into damage as procedural instruments are moved into and out of the vessel. The patient reportedly, moved/jumped their leg during the closing procedure. Because the access site is at the groin area of leg pivot, the movement may have caused vessel contact and damage; however, this could not be determined. The investigation indicates leg movement during the procedure may have influenced the reported experience. The cause of this incident is related to the operational context of using the device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there have been no other similar incidents reported for needle to cuff miss for this lot. There was no indication of a quality deficiency from the review of the evaluation.